Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first positioning of the valve was deep and the valve was recaptured. At approximately halfway during recapturing the valve, the handle broke and low blood pressure was noted. The valve was able to be fully recaptured after the handle broke. It was decided to "refix" the handle and the valve was implanted with mild paravalvular leak (pvl) noted. The final implant depth of the valve was 6 mm non-coronary cusp (ncc) and 8 mm left coronary cusp (lcc). After final release no pvl was reported. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule fully closed. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. During the attempted retraction of the capsule, the actuator components separated. The inner member shaft and spindle hub appeared intact with no evidence of damage. A stress mark was observed on tab 3 of the male actuator component at the point where the tab protrudes from the component. A hairline crack was observed on tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Images submitted for review show an actuator (deployment knob) separation. The dcs was returned to medtronic for analysis. The device was received with the actuator components attached to the dcs. During the attempted retraction of the capsule, the actuator components separated. Both snap fit tabs on the actuator components were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.